Manufacturer narrative:
Internal report reference number: (B)(4). Pen needles were not returned for evaluation. Supplier not able to conduct investigation; lot # not provided. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus pen needles. Customer reported complaint during follow-up on internal report number (B)(4). Customer stated he is still experiencing issues with some of the pen needles not working; customer did not specify what the issue was. Customer was unable to provide the lot number of the pen needles; customer stated he is not sure if it is the same lot number as he had discarded the box. The customer felt well and did not report any symptoms. No medical intervention related to the use of the product was reported. No further information was obtained.